Event description:
It was reported that the customer had an absence of a no delivery alarm. Customer's blood glucose level was 400 mg/dl. Customer was assisted in performing the high pressure test. Customer stated that the pump did alarm. Customer was assisted in resetting the fixed prime to the correct amount. Customer was advised to monitor the pump and call if the problem recurs. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.